Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/21/2017, that on (B)(6) 2017, the patient switched their transmitter after only 20 days of use for an unknown reason. No medical intervention was reported. Additional event or patient information is not available. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined. A root cause could not be determined.